Event description:
Patient underwent generator replacement surgery. Further information was received that upon opening the patient for surgery, the lead was tugged and came free of the generator without the use of a hex screwdriver. Pin re-insertion was not attempted and instead the generator was replaced. Generator replacement was reported to have resolved the high impedance therefore the surgeon decided to not replace the lead.

Event description:
Further information was received from the physician¿s office. The referral for replacement was noted to be for the high impedance and both the lead and generator were noted to be referred for replacement. No x-rays were taken and the cause of the lack of efficacy was noted to be due to the high impedance.

Event description:
Further information was received that the patient was interrogated and high impedance was observed on the patient's newest generator and same lead. Device migration was also noted by the physician (captured in MFR. Report #1644487-2018-02228). The patient was referred for device replacement. It was unclear at the time of the report what part of the device was migrating and whether the patient was referred for device replacement due to the migration or high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received from clinic notes. The clinic notes indicated that the patient has high impedance and that the generator is not properly delivering current. The patient's mother reported that the vns device never helped the patient with his seizures.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at office visit on (B)(6) 2016. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. The generator was later replaced due to battery depletion. Following the new generator being attached to the existing lead the impedance was within acceptable limits. The explanted generator is not expected to be returned to the manufacturer since the explanted facility historically does not return products. No further surgical interventions are known to have occurred to date. No additional relevant information has been received to date.